Event description:
Spoke with pt who spontaneously called to report that pump she just got shopped to her (sn (B)(4)) is malfunctioning. She reports that if she puts any pressure on the battery cup, the power to the pump turns off and restarts. She reports that when she does that to pump she is currently using that does not happen, so she knows it is the pump itself. Replacing current pump. Pt has back-up pump. Pump issue occurred while in use with pt. Pump did not cause clinical injury. We are replacing the device. Reported to (B)(6) by pt/caregiver. Dose or amount: 16nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.